Manufacturer narrative:
Concomitant product: product ID: addr01, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure it was noted that the atrial lead had triggered a lead warning due to low impedance. Additionally, the unipolar impedance was higher than the bipolar impedance. Lead insulation damage was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.